Event description:
As reported, two 5f mynxgrip vascular closure devices (vcd) of the same lot failed to deploy during closure. Manual pressure was held on the femoral access site after both devices failed, and a non-cordis compression device was applied. There was no reported patient injury. No hematoma was noted. The remaining devices with the same lot number were pulled from the shelves. The customer was concerned with using the remaining devices from the same lot. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.